Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. An f-67 (supply voltage of cpu circuitry is too low) alarm was identified during power up of the device and review of the alarm log. The cause of the condition was determined to be a damaged sensor board. The device will be removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was ¿stopped¿. This occurred upon power up of the device. There was no patient involvement. No additional information is available.